Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was shorter than normal. The customer's blood glucose was 150 mg/dl at the time of incident. The customer also reported that they experienced inaccurate readings. The customer's blood glucose was 62 mg/dl when sensor glucose was 42 mg/dl and blood glucose was 180 mg/dl and sensor glucose was 62 mg/dl. The customer stated that the insulin delivery suspended when reading was 60 mg/dl. The sensor will not be returned for analysis.